Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that when the fiber was connected to the console, spark occurred at the fiber connection point. The fiber and the blast shield were replaced. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that when the fiber was connected to the console, spark occurred at the fiber connection point. The fiber and the blast shield were replaced. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.